Event description:
It was reported, the patient had fallen and had lost bilateral stimulation coverage. The sjm rep met with the patient for reprogramming, but was unable to resolve the issue. The patient retained one sided stimulation. It was reported an x-ray showed no anomalies. It was reported the patient was to be referred to the surgeon for possible surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.